Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. It was not determined if there was lead issue versus exit block. This ra lead was surgically abandoned. Additional information obtained from the field representative indicates that there was no other clinical observation noted and no additional adverse patient effects were reported.